Manufacturer narrative:
Updated manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively established. It was noted that the device operated as intended and would not be returned. There is no product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was on comfort care measures and was noted to be asystolic and not breathing. The patient was pronounced dead at 11:25 am.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. The patient experienced generalized weakness, expressive aphasia, postobstructive pneumonia, acute kidney injury on chronic kidney disease stage 2, transaminitis, hyperbilirubinemia, and metastatic squamous cell carcinoma (scc) of the lung. The patient also had left ventricular assist device (lvad) pump thrombosis, acute on chronic biventricular systolic heart failure, paroxysmal atrial fibrillation, acute on chronic anemia, elevated lactate dehydrogenase (ldh), a driveline site infection, and hypotension. The patient was diagnosed with an acute ischemic cerebrovascular accident (cva)/transient ischemic attack (tia) with expressive aphasia. A computed tomography (CT) scan and CT angiogram of the head revealed no abnormalities. The patient had been placed on a reduced anticoagulation goal on (B)(6) 2019 due to hemoptysis, but was treated with anticoagulation and diuretic medication until he started to develop hematuria. An echocardiographic ramp study on (B)(6) 2020 revealed no unloading of the left ventricle with progressive increase in left ventricular assist device (lvad) speed, which was suggestive of pump thrombosis. Pump thrombosis was also suspected due to elevated lactate dehydrogenase (ldh) with elevated flows and clinical evidence of hemolysis.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation, as the pump was not returned for investigation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. The patient was on comfort care measures when he passed away on (B)(6) 2020. It was reported that the device operated as intended and would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection), thrombus, hemolysis, cardiac arrhythmia, bleeding, neurologic dysfunction, renal dysfunction, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also lists arrhythmia and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate ii lvas. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: additional information manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020 and the cause of expiration was not specified. The customer reported that there were no device or therapy issues or malfunctions that contributed to the outcome. It was noted that the (B)(6) operated as intended and would not be returned. There is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired. Cause of death was not provided. It was reported there were no device or therapy issues or malfunctions that could have contributed to the outcome. It was reported the device operated as intended. The device will not be returned for evaluation.